Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation revealed the drill, tri-flat gamma3® ø4.2x300mm to be the subject product. No further associated products were reported. Review of the inspection records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The drilling spiral of the drill received was completely sheared off at the level of approx. 50 mm from the tip. The appearance of the breakage surface, the course of the breakage line as well as the absence of plastic deformation indicated a (forced) brittle break of the device due to overload, most likely by bending stresses. The breakage may have been caused by drilling under misalignment and / or contact with a hard object (e.g. Metal). Referring to the event description the breakage of the drill occurred during a misdrilling using the distal targeting system. In case of intended use such damage would not have occurred. As the drill had been in use for a longer time (manufactured in 2006) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. Based on the above facts it can be ascertained that the root cause was not related to a deficiency of the device, but was rather linked to an inadequate handling by the user. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
During gamma3 surgery using dts, a misdrill was occurred and the drill broke. Other drill was used and finished the surgery.

Event description:
During gamma3 surgery using dts, a misdrill was occurred and the drill broke. Other drill was used and finished the surgery.